Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted for elevated lactate dehydrogenase levels (ldh). It was reported that the patient had not been taking his medications properly (not following anticoagulation recommendations) and has compliance issues. The patient was discharged home on (B)(6) 2015 and is difficult to reach. The patient has been experiencing these symptoms for a while and it is believed that the elevated ldh and other unspecified hemolysis symptoms are device related. The clinicians "are pretty sure the patient has had a clot for a long time.¿ a pump exchange is not planned at this time and the patient is not a transplant candidate.

Manufacturer narrative:
Approximate age of device: 2 years, 8 months the patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.